Event description:
In 2008, the patient reported she was hospitalized on two days before, for hyperglycemia and discharged the same day. She stated her blood glucose measured "hi" on her meter and was 618 mg/dl when she arrived at the hospital. She stated her target range is 100-150 mg/dl. She stated she was taken off her primary insulin infusion device and treated with an insulin drip and left the hospital with a reading of 176 mg/dl. She said, she reconnected to her infusion device and by 10:50 a.m. The next day, her blood glucose was 300 mg/dl. She stated she bolused 2 units of insulin and switched to her backup infusion device and her reading went down to the 100's mg/dl. During troubleshooting, it was discovered the expiration date of the patient's infusion sets was 09/2003, and the patient was encouraged to dispose of all expired product. She agreed to do so, but does not think this caused her elevated readings as "they are the same ones I'm using now and my blood sugar has been fine." Product was replaced and requested to be returned for evaluation.